Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed with a ¿high pressure¿ message. The continuous infusion rate had been set at 2.2 ml per hour, with a starting volume of 100 cc. The remaining volume had been 7 cc, and the length of infusion had been 1.9 days. The event occurred at the patient¿s home while the device was in use but no medical impact to the patient was reported.